Event description:
Healthcare professional reported right side "will be tested for cd30/alcl." Healthcare professional additionally reported ¿capsules with capsular fibrosis¿, baker's clinical diagnosis of grade 2-3 capsular fibrosis¿, ¿gradually mature unavuncular adipose tissue¿, ¿low lymphocyte detection¿, ¿some foreign material is detectable¿, and ¿individual macrophages," "alcl negative¿, and ¿no evidence of malignancy¿, and ¿no atypical cd30 positive blast." The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.